Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep reloaded the calibration and configuration files. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the collimator calibration required boot up. No pt injury was reported.